Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) longevity was not as expected. Information was received that approximately three months ago, remaining device longevity was estimated at 10.5 years. Current device follow-up reported that the remaining device longevity was 8.0 years. It was reported that no anti-tachycardia pacing (atp) or shock therapy was delivered that would be consistent with the decrease in device longevity. It was inquired if the decrease in device longevity was normal battery depletion (nbd) however nbd could not be confirmed. The implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.